Event description:
The account reported that during/upon a polypectomy procedure, the patient's colon wall was perforaed. The settings of the electrosurgical unit (esu) used for the clinical application were not provided by the hospital. The pt underwent surgery and is okay.